Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebu1868 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
The facility reported to the sales rep that the PICC was removed due to a hole in the lumen that was 2.25cm from the red hub. No patient harm reported.